Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion being treated was located in the calcified, severely tortuous left circumflex (lcx) artery. The lesion was not predilated. After angiography, the physician attempted to place a 3.50 x 12 mm liberte bare metal stent, but experienced resistance during insertion and the shaft fractured "from the middle". All pieces were removed successfully. The procedure was completed with a 3.50 x 12 mm liberte bare metal stent. No pt complications were reported. Pt status reported as "stable".